Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune issues") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. In 2012, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), autoimmune disorder (serious criterion medically significant), menorrhagia ("heavy menstruation") and headache ("headaches"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy to remove the essure). Essure was withdrawn. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia and headache outcome was unknown and the procedural pain outcome was unknown. The reporter considered pelvic pain, autoimmune disorder, menorrhagia, headache and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was essure properly placed / fallopian tubes occluded. Company causality comment this spontaneous case report refers to a female plaintiff who had essure inserted and experienced persistent pelvic pain and autoimmune disorder. Plaintiff underwent a bilateral salpingectomy to remove the devices approximately 4 years after insertion. Pelvic pain is anticipated whereas autoimmune disorder is unanticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Considering the plausible temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. Considering the pathophysiology of autoimmune disorders and local action of essure at the fallopian tubes, causality is assessed as unrelated. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain pelvic") and autoimmune thyroiditis ("autoimmune issues/ autoimmune disorder type of disorder: hashimotos") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2008, sinus tachycardia and augmentation mammoplasty in 2010. Non smoker. Previously administered products included for an unreported indication: camila, yaz, tricyclin, depo, nuvaring and yasmin. Concurrent conditions included anxiety, depression, heartbeats irregular, alcohol use, acne, dysmenorrhea, iron deficiency, loss of energy and vitamin d deficiency. Family history included colonic polyp (matemal grandmother) and breast cancer (maternal grandmother). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced headache ("headaches / chronic headaches") and migraine ("migraines"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and micturition urgency ("urinary urgency"). In (B)(6) 2015, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia)/ heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), fatigue ("fatigue") and abdominal pain lower ("lower left abdominal pain"). The patient was treated with surgery (bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, menorrhagia, headache, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, diarrhoea, migraine, nausea, weight increased, dyspareunia, abdominal pain lower and micturition urgency outcome was unknown. The reporter considered abdominal pain lower, autoimmune thyroiditis, bladder disorder, diarrhoea, dyspareunia, fatigue, headache, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure properly placed / fallopian tubes occludded (B)(6) 2016 surgical pathology report : final diagnosis: bilateral fallopian tubes and essure coils, excision: complete cross sections of histologically unremarkable bilateral fallopian tubes. Two essure coils are present in the container. On an unknown date: thyroid antibodies elevated. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recodes: confirming pelvic pain, fatigue, migraine headache, hashimoto's. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added as:- micturition urgency. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain pelvic") and autoimmune thyroiditis ("autoimmune issues/ autoimmune disorder type of disorder: hashimotos/ hormonal changes describe: thyroid antibodies elevated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2008, sinus tachycardia and augmentation mammoplasty in 2010. Non smoker. Previously administered products included for an unreported indication: camila, yaz, tricyclin, depo, nuvaring and yasmin. Concurrent conditions included anxiety, depression, heartbeats irregular, alcohol use, acne, dysmenorrhea, iron deficiency, loss of energy and vitamin d deficiency. Family history included colonic polyp (matemal grandmother) and breast cancer (maternal grandmother). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy menstruation/ abnormal bleeding (menorrhagia)/ heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), fatigue ("fatigue") and abdominal pain lower ("lower left abdominal pain"). The patient was treated with surgery (bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, menorrhagia, headache, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, diarrhoea, migraine, nausea, weight increased, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune thyroiditis, bladder disorder, diarrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure properly placed / fallopian tubes occludded . (B)(6) 2016 surgical pathology report : final diagnosis: bilateral fallopian tubes and essure coils, excision: complete cross sections of histologically unremarkable bilateral fallopian tubes. Two essure coils are present in the container. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming pelvic pain, fatigue, migraine headache, hashimoto's. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 5-feb-2018: new events added: abnormal bleeding (vaginal), bladder or urinary problems or changes, fatigue, gastrointestinal or digestive system condition type: chronic diarrhea, migraines, nausea, weight gain / loss specify which one: weight gain, dyspareunia (painful sexual intercourse), lower left abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced persistent pelvic pain and autoimmune disorder. Plaintiff underwent a bilateral salpingectomy to remove the devices approximately 4 years after insertion. Pelvic pain is anticipated whereas autoimmune disorder is unanticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Considering the plausible temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. Considering the pathophysiology of autoimmune disorders and local action of essure at the fallopian tubes, causality is assessed as unrelated. This case was regarded as incident, as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.